Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed as defects/damages inside the optics and lens meniscus damage resulted in a blurry image. The device evaluation found the color ring was missing and located in the external area of the eye piece. In addition, the following non-reportable malfunctions were found during the device evaluation: the outer tube was skewed and had indentation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the detected error patterns point to a cause of excessive use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, internal lens damage was discovered during reprocessing of the telescope, 3 mm, 30 degree. The scope had been used in a hysteroscope procedure, with accessory device otv-s7, camera head. The facility finished the procedure with the same one. Inspection and testing of the returned device found the color ring was missing and located in the external area of the eye piece. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.